Event description:
Report received from the USA stating that the device was producing heat. The device was not being used during surgery, and no injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. Ref: (B)(4).